Event description:
The customer reported to philips healthcare that during a cardiac arrest, the capnography on the heartstart mrx was not giving a reading. The patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.